Event description:
I wear abbot labs libre 3 cgm. It disconnects from iphone 16 pro max app frequently and I lose my health alerts frequently. As per the app it says my phone is supported by the app. I tried to call customer support, the guy was so reckless and said if I want to use libre 3 on my phone, I will have to downgrade my ios version. They are providing false information in the app that it supports iphone 16 pro max.